Manufacturer narrative:
This report is submitted on july 20, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to non-use (specific date not reported).

Manufacturer narrative:
This report is submitted on august 25, 2022.